Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. The root cause was not determined. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The product code is unknown, therefor the 510k number is unknown. During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) about a connection issue that occurred on the home choice (hc) unit during the last fill. The hp stated he a sudden movement and it fell apart. The technical service representative (tsr) assisted the hp with ending therapy and had the hp contact their nurse. There was patient involvement, but no injury of medical intervention reported. A follow up was done via phone. The registered nurse (rn) stated she was aware of the issue and clarified that the catheter became disconnected from the transfer set. The rn stated the transfer set had been in use for about four months and the home patient (hp) had been performing peritoneal dialysis (pd) for two years. The hp performs automated peritoneal dialysis (apd). The rn stated the hp used a plastic catheter adaptor with unknown product code and brand. The rn stated the catheter adaptor did not have any visible damage or residue on the threads. No assist devise was used to make the connection and there were no initial connection or disconnection difficulties noticed. The rn stated the transfer set was reattached to the adapter. The separation occurred during therapy when the patient accidentally pulled causing the catheter and transfer set to separate. The catheter was stored against the body using tape. The rn stated the hp was given an unspecified dose of vancomycin as a preventative measure. There was no patient injury reported. The hp is continuing therapy on the cycler successfully.